Event description:
It was reported that the unit began to flake during a procedure. It was further reported that metal flakes from the unit covered the joint of the patient. There were no reports of any adverse consequences to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.